Event description:
During a right side cystoscopy / stent exchange / ureteroscopy, after the old stent was removed. The provider placed a glidewire into the kidney. He then advanced the semi-rigid ureteral scope over the wire and was able to easily access the dilated ureter. While the provider was advancing, the tip of scope avulsed the mucosa within the ureter circumferentially. The ureteral scope was evaluated post op and there were no obvious abnormality of the tip of the scope. The scope was released to the olympus rep for further evaluation / repair.